Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Healthcare provider (hcp) requested assistance to check pump functions; however, had to disconnect from the call. Hcp requested customer's parents be contacted for additional information. Although multiple attempts were made by tandem technical support, customer's parents did not reply.